Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to duplicate the reported issue. The fse exercised the unit to no fail. A full calibration and functional check were performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was making a noise. There was no patient harm reported.